Manufacturer narrative:
The field complaint about the charging port being burnt after overheating was verified. The outer visual inspection confirmed the severe burn/charred damage to the charging port. Due to the severe burn/charred damage the unit was not plugged into the ac electrical wall outlet. Further inspection revealed that the back casing sustained burn/melted damage near the charging port and the plastic was warped. Due to the burn/charred damage, the mobile transmitter device could no longer be tested.

Event description:
It was reported that the abbott supplied mobile transmitter was overheating and burn marks were observed on the charging port. No patient consequence.